Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procure two resolute onyx des were implanted in the rca and cx. Approximately 14 months post index procedure the patient suffered nstemi of the lcx (target vessel). The patient was treated with pci and medication. The patient is recovered. The investigator assessed the event as not related to the anti-platelet medication and possibly related to the index device.